Event description:
A medtronic representative reported that during a spinal fusion procedure the navigation system camera was intermittent. The site reported when taking a spin with the imaging system, the navigation system was loosing communication with the camera. The site rebooted the navigation system and were able to successfully take a spin with the imaging system. The surgeon started navigating when the camera communication became intermittent. While trouble-shooting the issue the medtronic representative had the site check the cable connections and run the camera configuration utility. The cables were confirmed to be fully seated, the configuration utility displayed an error message. The surgeon decided to complete a second spin with the imaging system, after which the camera and navigation system performed as expected. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Replacement external camera cable and positioning sensor unit (psu) camera shipped to site. On (B)(4) 2014 a medtronic representative performed a navigation system check-out, all areas passed. While testing the system, the medtronic representative re-seated all the internal cable connections and replaced the external camera cable. The medtronic representative was unable to replicate the reported issue. The psu camera was not replaced and was returned unused. Medtronic investigation of returned suspect external camera cable found that the returned cable was found to be in good condition with no apparent damage. The cable passed a continuity test with no opens or shorts detected. No problem found.